Event description:
Pt got wrinkles. They explained them as white lines on forehead. Four days later pt tanned again. Three days later pt told reporter that they had gone to a deramatologist and he was doing treatments on pt's face. Pt came into salon so reporter could see their face (upon reporter's request) and reporter could not see anything beyond what they would consider normal for a pt pt's age. Pt also informed reporter that the second time pt tanned they got more wrinkles. Several employees and a customer looked at pt's face also and could not see anything out of the ordinary.